Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was ejecting insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 9-feb-2017 - correction to serial#.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. A load step malfunction was duplicated during the investigation. The piston pushed on the cartridge until it was empty. The pump's force sensor failed a calibration check. The pump was opened and the force sensor pin was found to be cracked.